Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Pt had one lesion treated during index procedure. One endeavor rx drug-eluting stent implanted to proximal lad. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Pt was asymptomatic/free of symptoms at 1 month, 6 month and 1 year follow-up.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient suffered a stroke approximately 37 months post index procedure. Investigator assessed that there was no relationship between the event and the device.

Manufacturer narrative:
(B)(4).